Event description:
During routine testing of the device at the service center, the quality engineer reported that there was a power issue and that the power switch and the auxiliary printed circuit board assembly needed to be checked. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.